Event description:
Same case as MFR report #: 2134265-2012-03325, 2134265-2012-03327, 2134265-2012-03328. It was reported that following a stenting treatment procedure, stent thrombosis and patient death occurred. The procedure treated the 80% stenosed target lesion located from the proximal to mid left anterior descending artery. There was no vessel tortuosity. Four promus element plus stents [2.5x28mm, 2.5x12mm, 3.0.x12mm, 3.0x8.0mm] were advanced and deployed in overlapping fashion in the target lesion. There were no complications during the procedure. The patient was not on anti-platelet therapy at the time of the procedure and did not receive anti-platelet therapy after the stents were placed. A week later, the patient presented with stent thrombosis. The patient "did not have anti-platelet therapy given to him with his pharmacy". The patient went into ventricular tachycardia in the hospital and died.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).